Manufacturer narrative:
The device recorded 61 log entries between the 30th november 2006 and the 16th september 2012. The device records 4 manual power ups between the 5th december 2006 and the 27th march 2007. During this time information from the history log suggests the device was attached to a patient due to an in range impedance with two 150 joule shocks and one 200 joule shock being delivered. On the 4th september 2011 the device failed the weekly auto self-test due to a low battery. The device continues to record multiple self-test fails due to a low battery up to and including the last log entry on the (B)(4) 2012. Investigation found the reported fault was due to component c161 being displaced on the pcba. Component c161 is part of the switch off circuitry which explains why the device was unable to switch off. Furthermore, the investigation was unable to determine how the component became dislodged. However, the speaker boss is in close proximity of component c161. It is possible that if excessive pressure is applied in this area, c161 could become displaced. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.